Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported, the insulin pump had alarmed button error. Customer was attempting to give herself a bolus and the device alarmed. Customer's blood glucose was 304 mg/dl. Customer's father didn't recall any significant event which may have cause the device to alarm. Customer's father was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device to undergo further testing.

Manufacturer narrative:
The insulin pump was received with button error alarm and unresponsive buttons due to corroded keypad traces. The insulin pump has minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.